Event description:
A customer contacted beckman coulter inc. (Bci) in regards to suppressed and erroneously low creatine kinase (ck) results generated by unicel dxc 600 synchron clinical system. The results were not reported out of the laboratory. Subsequent testing on an alternate analyzer produced higher results. There was no effect to the patient or to the user.

Manufacturer narrative:
The customer found leak from the cartridge chemistry (cc) sample syringe and the syringe was loose on the valve. The customer stated all parameters on the cc side of the instrument were giving suppressed results or low values. The customer tightened the syringe and ran qc, but the issue was not resolved. A bci field service engineer (fse) replaced the cc sample syringe and the issue resolved.